Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had an MRI today and after they left the facility they turned the stimulation back on and about 20-25 minutes they started feeling a burning/stinging sensation in their back. They are using an ice pack and the pain is getting a little better since. It almost feels like their back is warm and hot on the lower part of the back. Patient does not have any visible symptoms like redness or blisters. They were laying down inside of a closed tube and the only part of their body extending out of the MRI tube was their legs. Patient mentioned they were in there for a long time and they recall having two 10 minutes scan intervals followed by a 5-6 minute interval but they think the scan time was even longer than that. Patient confirmed they had not had a fever, they took patients temperature and it was normal before the scan. Reviewed option to turn therapy off to assess if pain/stinging symptoms dissipate, but patient indicated they normally feel stimulation sensation in the bike seat and the burning stinging sensation in the lower back is distinctly different. Patient confirmed MRI mode was activated before the scan and showed full body eligibility. The patient did not know other scanning conditions like what telsa strength was used at the time of their MRI etc. The reason for the MRI was to address concerns with sciatic pain in their hip on the same side the ins was implanted on. The caller was redirected to their healthcare provider to address symptoms.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they would see the patient in "the" office for further evaluation and work up. This had not been resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. It was reported that the healthcare provider reached out to the patient and they stated the issue had resolved. Patient declined an office visit.